Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The malfunctioning device was promptly replaced with a functional unit sourced from the adult care department to ensure continuity of patient care. User was guided to the settings menu and adjusted the low water level (lwl) to 10. The high-water level (hwl) was already set to 40 degrees c, as the replacement device was a stat unit. Rewarm tab reads from 34.2 degrees c to 36.5 degrees c at a rate of 0.5 degrees c per hour. The patient¿s current temperature was 33.8 degrees c. The user reported that the reservoir felt cold upon receiving the device from the adult unit but confirmed that everything appears to be functioning properly now. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while operating the sn: (B)(6) arctic sun device, the nicu nurse encountered an error message stating. Requested data not placed into memory because of an I/o error. Upon acknowledging the message by pressing ""ok,"" the device screen froze and became unresponsive. The malfunctioning device was promptly replaced with a functional unit sourced from the adult care department to ensure continuity of patient care. User was guided to the settings menu and adjusted the low water level (lwl) to 10. The high-water level (hwl) was already set to 40°c, as the replacement device was a stat unit. Rewarm tab reads from 34.2°c to 36.5°c at a rate of 0.5°c per hour. The patient¿s current temperature was 33.8°c. The user reported that the reservoir felt cold upon receiving the device from the adult unit but confirmed that everything appears to be functioning properly now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while operating the sn:(B)(6) arctic sun device, the nicu nurse encountered an error message stating. Requested data not placed into memory because of an I/o error. Upon acknowledging the message by pressing ""ok,"" the device screen froze and became unresponsive. The malfunctioning device was promptly replaced with a functional unit sourced from the adult care department to ensure continuity of patient care. User was guided to the settings menu and adjusted the low water level (lwl) to 10. The high-water level (hwl) was already set to 40°c, as the replacement device was a stat unit. Rewarm tab reads from 34.2°c to 36.5°c at a rate of 0.5°c per hour. The patient¿s current temperature was 33.8°c. The user reported that the reservoir felt cold upon receiving the device from the adult unit but confirmed that everything appears to be functioning properly now.